Event description:
On (B)(6) 2025, the user reported receiving multiple insulin occlusion alerts while using the ilet device, followed by an alert 38 motor stall. Troubleshooting steps temporarily restored delivery, but the alerts persisted until the user was able to complete a full supply change after restarting the device. Following the replacement, the device resumed normal function. The user's blood glucose was not affected.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.